Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that the patient¿s stim sensation as a ¿warm fuzzy feeling.¿ she reports feeling a new or different sensation. She described it as an electricity test zap sensation in her leg once in a while. Totally different than fuzzy warm stim sensation. ¿it's like a science experiment red shot of electricity¿, this happens anytime, when standing at kitchen sink or bending over. It started probably a month or more ago. She initially stated she had no falls or traumas/medical procedures in the past month or so. Later she stated she has had several falls but hasn't fallen in a good month or so. She was redirected to her healthcare provider (hcp) to check the device.